Event description:
The atraumatic grasper being used during the laparoscopic procedure broke, and a piece fell off in the patient and had to be retrieved with an endobag before the procedure could continue.